Manufacturer narrative:
Evaluation of the power module will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported their affiniti ultrasound system had produced a burning odor and a small flame from the back of the unit. No patient or user was harmed as a result of the issue. The site¿s local service engineer inspected the system and determined the problem was caused by a failed power module. After replacing the power module and power cord, the system passed all tests and was returned to service.

Manufacturer narrative:
The suspect power module was returned to the supplier, delta, to further investigate the reported failure. Delta confirmed the problem as described by the customer. A detailed failure analysis was performed and concluded the issue was caused by a burnt diode triggered by mechanical stress. Delta is aware of this issue with this specific diode model and has stopped including this part in the production of newer power modules. A supplier corrective action report (scar #us¿ (B)(4)) was initiated for this issue.